Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on the lcd board and unable to confirm motor error alarm and excessive no delivery alarms due to buttons unresponsive. Unable to perform any tests due to buttons unresponsive. The motor was tested outside of the device and passed. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm and motor error alarm. Customer's blood glucose was 506 mg/dl. During troubleshooting, device was unable to complete rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.